Manufacturer narrative:
No medwatch form was received. Insulation and conductor damage was found at 26.0-27.8cm from the connector pin consistent with clavicle crush damage. The sensing conductor insulation was abraded. This is consistent with the observation from the field of low pacing lead impedance.

Event description:
It was reported that the rv pacing lead impedence had decreased. The lead was explanted.